Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was over 600 mg/dl. The infusion set had a bent cannula. The customer did not want to troubleshoot for the high blood glucose levels. She delivered 6 units with needles. The device was not returned.